Manufacturer narrative:
Intuitive followed up and obtained additional information. The drape was replaced. The surgeon believed the drape caused the issue. The two instruments movement were forward. The mcs moved properly on arm 4. The drape exchanging on arm 3 did resolve the issue. Instruments are not available for evaluation. Instrument was mcs with pn 470179 and lot k11250220-0058. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advise to swap the instrument arm 3 and arm 4. The customer was told that if mcs movement is correct at arm 4 changing the drape at arm 3. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) instrument installed on the universal surgical manipulator (usm) arm 3 exhibited improper moving. The customer already replaced the mcs instrument and reinstalled the sterile adapter (sa), but the problem persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised him to swap the instrument between the usm arms 3 and 4 and suggested changing the drape on arm 3 if the mcs movement was correct on arm 4. The customer acknowledged it. The procedure was completing as planned with no report of patient injury.